Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient came into clinic for a routine device check. Upon interrogation, right ventricular noise was noted. The noise was seen by the device and intermittently inhibited pacing. Noise was reproducible with isometrics. The lead was reprogrammed and the issue was resolved. The patient was stable and would continue to be monitored.